Manufacturer narrative:
Combination product: yes.

Event description:
The lead was explanted due to high threshold values. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The lead showed a ligature mark 21 cm distal to the is-1 connector pin. The visual analysis revealed coagulated blood and tissue residuals in the fixation helix of the lead. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, these could be properly deployed and retracted according to the technical specifications. The provided x-ray pictures were inspected. It cannot be excluded that the fixation helix of the lead was retracted in the implanted state. Resistance testing was completed to assess the lead electrical performance. Measurements throughout these tests were within normal limits. No further deviations were found that might have led to the clinical observations. The quality documents accompanying the manufacturing process for the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the lead functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.